Event description:
It was reported by the clinician that the catheter was being placed in the pt's subclavian vein using the seldinger technique. The physician attempted to remove the spring wire guide (swg) and felt resistance. As a result, the swg and catheter were withdrawn as one. It was then noticed that the swg had unraveled. There were no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.